Manufacturer narrative:
Device was not returned to hmag. We have received the log files of the device and analysis is ongoing. Hmag case ref. Nr.: (B)(4).

Event description:
Hamilton medical ag (hmag) received the following event description: ventilator experienced a tf:5507 during start up and expiratory valve calibration needed alarm.